Event description:
The customer reported the insertion tube of the colonovideoscope was bulging. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a whitish foreign material inside the air/water tube, air/water cylinder and jet tube. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found switch #1 was cut, the air/water and suction cylinder had no color, the cable unit had corrosion due to water leakage, the circuit board unit in the scope connector had corrosion due to water leakage, the plug unit had corrosion due to water leakage, the insulation resistance value did not meet the standard value due to adhesive peeling around the connecting tube, the light guide lens was cracked and scratched, and the connecting tube was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material adhered in the air/water-cylinder, air/water-channel, and auxiliary water channel was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.